Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited multiple noise episodes and high ventricular rate on both channels. No intervention or patient symptoms were reported.